Manufacturer narrative:
Medtronic received additional information that one month and nine days post implant of these annuloplasty rings, the patient died from anoxic brain injury following an out of hospital arrest that was not believed to be cardiac related. The surgeon indicated no device failure was suspected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Other relevant device(s) are: product ID: 690r34, serial/lot #: (B)(4), ubd: 24-mar-2021, UDI#: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration following the implant of these mitral and tricuspid annuloplasty rings, the patient died. The cause of death was not received. There was no evidence to suggest that the devices or their function contributed to the patient¿s death. It is unknown whether an autopsy was performed.